Event description:
It was reported to medtronic minimed that the customer was unable to find sensor signal and experienced a loss of communication between the mobile device and the simplera sensor. The customer reported no adverse event. The event involved product(s) mmt-5100jd3. Troubleshooting was performed, and initial pairing failed. Completed reset network settings process on mobile device but issue was not resolved. No harm requiring medical intervention was reported. Product return for mmt-5100jd3 is not expected.

Manufacturer narrative:
It was reported to medtronic minimed that the customer was unable to find sensor signal and experienced a loss of communication between the mobile device and the simplera sensor. The customer reported no adverse event. The event involved product(s) mmt-5100jd3. Troubleshooting was performed, and initial pairing failed. Completed reset network settings process on mobile device but issue was not resolved. No harm requiring medical intervention was reported. Product return for mmt-5100jd3 is not expected.